Event description:
It was reported that the right ventricular (rv) lead set screw was exposed and stretched out upon opening. The set screw was elongated and stretched out beyond normal appearance.

Manufacturer narrative:
Sections a1 patient identifier, a3 sex, date of birth updated.